Event description:
Customer reported a high blood glucose level of 300 mg/dl, though the exact cause was unknown. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer administered a correction injection using multiple daily injections (mdi). Technical support assisted the customer in checking the system and identified user error during the insulin loading process as the cause. They advised the customer on proper procedures for filling the tubing to prevent air gaps that could affect insulin delivery. The customer understood the guidance and continued with their regular insulin regimen.